Event description:
1 of 2 reports. Other mfg report number: 3013886523-2023-00077. A physician reported a certas valve (ID 828800) was implanted in (B)(6) 2022 due subarachnoid hemorrhage via lumbar peritoneal shunt with setting 3. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj) and with peritoneal cather ( ID 823074). On (B)(6) 2023, the setting was changed from 3 to 2 because the ventricles did not shrink. On (B)(6) 2023, an x-ray was taken, however, the ventricles still did not shrink, so setting 2 was changed to 1. On (B)(6) 2023, the shunt system was removed and replaced because the ventricle still did not shrink even in setting 1. The patient had gait disturbance.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The bactiseal catheter (ID 823074) was returned for evaluation. Failure analysis - the catheter was visually inspected; near to where the catheter is tied to the valve cuts/holes were noted. The catheter was irrigated, no occlusion noted. The catheter was leak tested failed leaked from the cuts/holes in the catheter. The root cause for the issue reported by the customer is probably due to the cut/tears in the catheter, causing leakage of "csf" into unintended parts. The root cause for the cut/tear in the catheter is due to a sharp or pointed object coming into contact with the catheter, as noted in the "IFU" silicone has a low cut/tear resistance.